Event description:
On (B)(6) 2010, the patient was implanted with a gore tag thoracic endoprosthesis and gore excluder aortic extender component. On (B)(6) 2010, an additional procedure was performed whereby four additional gore tag devices were implanted. Additional information has been requested.

Manufacturer narrative:
Refer to the following medwatch # for the report on the gore tag thoracic endoprosthesis involved in this event: 2017233-2013-00188.

Manufacturer narrative:
Refer to the following medwatch # for the report on the gore tag thoracic endoprosthesis involved in this event: 2017233-2013-00188.